Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed and attributed to user mis-handling. The damages found were not indicative of normal wear and tear. The monitor board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.